Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device was going through batteries faster than usual. Customer's blood glucose was unknown. Device alarmed low battery alarm and failed battery test alarm. After troubleshooting, customer was advised to monitor the device. Customer will not be returning the device for analysis.